Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported entrapment of device (chordae attached to clip) and slda. The unchanged tr appears to be due to the slda. Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as another triclip was attempted to be implanted to stabilize. The there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and dilated right atrium. A triclip was implanted without issues. To further reduce tr, a second triclip xtw was deployed. It was suspected that the chordae was attached to the clip during deployment. A third triclip xtw was then attempted to be placed to further reduce mr, but during grasping attempts the second clip detached from the anterior leaflet and remained attached to the anterior chordae. The first implanted clip was noted to be stable on the leaflets. The third clip was attempted to be implanted to stabilize but was not possible so the procedure was discontinued. The tr remained at a grade of 5. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.